Manufacturer narrative:
The serial number for the complaint device was obtained.

Event description:
A report was received from (B)(6) indicating the patient required a valve in valve procedure five years post the initial tavr procedure. Per report, the patient received a 26mm sapien valve in 2008 with good results and minimal paravalvular leak. Five years post implant the patient was experiencing dyspnea for 2-3 weeks. A transesophageal echocardiogram (tee) showed high grade intervalvular insufficiency due to a possible leaflet tear/prolapsed on the non-coronary side. A second 26mm sapien xt valve was then implanted within the first valve via transfemoral approach with excellent results. The case physician assumes this was a case of normal prosthetic valve degeneration. Per the physician, the patient did not have any special co-morbidities that could have contributed to the valve degeneration.

Manufacturer narrative:
In the initial MDR, there was a reference to valve malposition (placement too aortic). Please disregard this reference, details for the first tavr procedure have not become available thus there is no indication the first valve was deployed in a too aortic position. Cine and echo images were submitted to edwards for review. The imaging provided was reviewed by edwards medical personnel. Observations/impression: observations: cine sapien valve in place. First image demonstrates positioning of sapien xt within the previously implanted sapien valve. Good image intensifier angle. No loss of pacing capture, ventilation held. Xt valve positioned and deployed coincident to the first valve. Post deployment angiogram demonstrates aortic regurgitation echo. Tee mid esophageal long axis view demonstrates the sapien valve prior to valve in valve procedure. During diastole, there is evidence of prolapse of the functional right coronary cusp into the lvot. This is consistent with a leaflet tear. The etiology of the tear cannot be ascertained from a single echo view. Impressions: structural valve deterioration 5 years after sapien implant, with prolapse of the right coronary cusp into the left ventricular outflow tract (lvot). The proximate cause cannot be determined based on the images provided. The failure mode of tearing is seen occasionally with the carpentier-edwards perimount aortic valve where the tear is often associated with a nidus of ectopic calcification. Review of the additional case imaging provided for this case suggests structural valve deterioration, however the root cause for the valve deterioration cannot be determined.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Unfortunately to date, details for the first tavr procedure have not become available. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause for this event cannot be determined. The case physician/s suggested prosthetic valve degeneration (i.e. Torn leaflet) may have caused or contributed to this event. However, since the valve remains implanted in the patient and a valve in valve procedure was performed, this theory cannot be further evaluated or confirmed. A short tee clip was provided with this report. The imaging was reviewed by edwards clinical staff. Per review results, there does appear to be abnormal valve function, however the alleged torn leaflet could not be confirmed on the imaging provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.